Manufacturer narrative:
Flagging preferences set to 2212, which is mid-range for blast, variant lymph and imm ne 2 flags and low for imm ne 1 flag. Note: imm ne1 is a flag for suspect immature neutrophils, primarily bands. Imm ne 2 is a flag for suspect immature neutrophils, primarily metamyelocytes, myelocytes, and promyelocytes. Field service was not dispatched. Review of the raw data was completed. The raw data demonstrated heavily mixed neutrophil and eosinophil populations. The software algorithm could locate the true valley between the two populations for initial run only, but failed for the other 2 test runs. There are no clear separations (or valleys) between populations on the light scatter channel for the samples. The root cause for the erroneous differential is that the algorithm failed to locate the neutrophil/eosinophil valley for this sample, however, the erroneous result had instrument generated flags, which alerted the operator to further review the sample. This reportable event was identified during a retrospective review conducted between jan 1, 2008 to october 23, 2010 of complaints for add'l reportable events. This MDR represents event 1 of 2 reported. This MDR is related to the following mdrs that have been reported: MDR 1061932-2011-00727.

Event description:
Customer reported erroneous differential test results were obtained when using a coulter lh 750 hematology analyzer. The test results were associated with instrument generated flags. The results were determined to be erroneous based on comparison to manual differential results. Erroneous test results were not reported outside the laboratory. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This event represents event 1 of 2 events reported for this sample on one of two analyzers.